Event description:
Power of lens indicated on blister packs did not match power of actual lens when worn for use. Occurred with 10 lenses from same pack of 90-lenses, same lot number. Other lenses had no issue. Required replacement lenses from provider. Issue occurred one time previously several months ago, same brand. (-7.00; bc: 8.6 dia: 14.1).